Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the patient experienced a pneumothorax. Diagnostic imaging confirmed the pneumothorax. The physician believes that the pneumothorax was related to the implant procedure. The patient was treated with oxygen therapy and the patient's hospital stay was prolonged.